Event description:
It was reported that during a low anterior resection procedure, on the firstfiring of this device, all staples in proximal site were working properly, but all staples in distal site were not working at all. All staples were coming out after firing, but they did not catch the tissue. The doctor did manual suture on the distal site to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.